Manufacturer narrative:
Refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that towards the end of a prostate procedure, the fiber broke and ¿light only came in front.¿ (forward firing). It is unknown how the procedure was completed. There were no damages to the patient.